Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that insulin is squirting out of the insulin pump during the manual prime process. Customer reported that the drive support cap is loose and is sticking out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was around 70 mg/dl. Customer states they were not wearing the pump during priming. Advised customer to pressed the act button on the pump which put it in the rewind state. Also advised customer to try to prime the pump and it would not go to the next steps. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion testing due to a loose/protruded drive support disk. Unable to test for the prime/fill anomaly due to the motor error alarm. The pump also had a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the lcd window.